Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that balloon in a foley catheter did not deflate and required a visit to the emergency room and a urologist to have it removed. Reporter stated the patient used foley catheters daily at home and when they were unable to remove the catheter, they went to the emergency department, the emergency room was unable to deflate the balloon or remove the catheter and referred them to a urologist. The urologist was able to remove the catheter and notified the patient's family to avoid this specific lot number. Reporter stated 49 catheters from their home supply have mismatching lot numbers on the packaging and they were unable to identify which catheters have the defective lot number.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that balloon in a foley catheter did not deflate and required a visit to the emergency room and a urologist to have it removed. Reporter stated the patient used foley catheters daily at home and when they were unable to remove the catheter, they went to the emergency department, the emergency room was unable to deflate the balloon or remove the catheter and referred them to a urologist. The urologist was able to remove the catheter and notified the patient's family to avoid this specific lot number. Reporter stated 49 catheters from their home supply have mismatching lot numbers on the packaging and they were unable to identify which catheters have the defective lot number. Per customer follow up on 13feb2025, it was reported that they had a lot of medical appointments and were headed to the mayo clinic for a week today. They would be in touch when they return and were still waiting for a manager to call them and were not sure why despite the numerous times, they have talked to customer service people that they can never get what happened right. And they have not heard about the replacements for the defective lot and the misbranded products or recouping our costs as a result of the defective balloon. In the past when they had defective products, for example a g tube, the manufacturer has seemed to be more concerned and responsive with their communication and replacement of products.